Manufacturer narrative:
One device was received for evaluation. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the software was updated. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device would not infuse. Pump displayed that the medication had been infused, but it had not because it was full. The syringe test and the device passed. The device was on a patient, but did not cause the patient any harm.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.